Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation under rear therapy electrode (te) pads. Per the patient's son, the patient had not been wearing the vest because it "burned" him. The son reported that one night the patient woke up and felt his skin very hot and red under the device. The patient's son reported that they were applying a burn cream with honey in it to the patient's skin and it had been healing. He reported that it was flaky and itchy. A distributor representative indicated that the patient had been suggested to use a cortisone cream for the rash. The representative recommended the patient consider speaking to his doctor if the rash did not improve. It is unclear if a medical professional recommended the use of cortizone cream or if the patient sought medical attention for the irritation. A follow-up on (B)(4) 2015 indicated that cortisone cream had helped and the patient's skin was healed. The patient continued use of the device.

Manufacturer narrative:
(Other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.